Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for analysis and the customer had no concerns. The site noted there were multiple low voltage alarms (lvas). It was also reported that the patient allowed their batteries to drain and then changed them when prompted to do so. The batteries lasted 10-12 hours as opposed to the 16-18 hours they lasted about 6 months ago. There was no plan to exchange the batteries as they seemed to be working well. The battery clips were cleaned in clinic as they appeared filthy, dusty, dirty, and had an "enormous" amount of build-up within the clip. The patient and their family were re-educated about the necessity of taking care of the batteries, terminals, clips, and battery charger slots. There was also "turquoise blue debris" noted on the power cable terminals from the primary system controller. It was reported that it appeared there was no damage/cuts or softness to the power terminals/cables on the primary system controller. The site also reported that they were concerned for corrosion, but were able to clean off the terminals and noted no cracks. There was no evidence of corrosion or fluid ingress from the battery terminals as reported by the site. Following review of the submitted log files by tech services (ts), there were confirmed low power advisory alarms due to battery depletion throughout. Otherwise, it appeared that the log file captured routine events and that the ventricular assist device (vad) operated as intended. The patient was scheduled for a follow-up appointment for the equipment to be re-assessed. If the debris was present, the site stated they would contact abbott and complete a system controller exchange if necessary.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of turquoise blue debris was confirmed via submitted images. Log files were submitted for evaluation and data from the reported event dates of 24jul2024 ¿ 09aug2024 was reviewed. All of the captured data appeared to show the system controller operating as intended. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis and remains in use. Images submitted by the customer confirmed fluid ingress and debris within the black and white strain relief connectors. Information provided by the account stated that all connections were examined and no damage/cuts of the power terminals/cables were observed. In addition, the system controller was not exchanged and the debris was cleaned from the strain relief connectors. The root cause for the reported event was unable to be conclusively determined through this analysis. There was also incidental findings of damage to the strain relief/connector. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. C) section 2, entitled ¿how your heart pump works¿, instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.